Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Due to mesh protrusion, pain and dyspareunia, partial mesh was removed on (B)(6) 2009. On (B)(6) 2010, the patient underwent partial removal of mesh and implantation of new sling. Patient (B)(4) - dyspareunia.

Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02502 and medwatch 2210968-2012-02500 . The same patient is represented in each medwatch.